Manufacturer narrative:
Date of event- estimated date used. Implant date- publication date used. The devices were not available; therefore, product testing on these actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, elevated iop and cyclodialysis cleft are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does suggest a problem with the device or the way it was used. Hyphema, elevated iop and cyclodialysis cleft are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. The IFU states that the safety and effectiveness of the istent® trabecular micro-bypass stent has not been established in patients with pseudoexfoliative glaucoma and pigmentary glaucoma. MFR# reference: (B)(4).

Event description:
The following was reported through a review of an accepted manuscript for an article titled ¿excisional goniotomy vs trabecular microbypass stent implantation: a prospective randomized clinical trial in eyes with mild to moderate open-angle glaucoma. Reportedly, following cataract plus trabecular micro bypass stent procedures, there were postoperative complications consisting of iop increase in twenty-eight (28) eyes which resolved spontaneously or with medical management, hyphema in one (1) eye which was characterized as blood persisting in the anterior chamber (ac) beyond post-op week one (1), and a cyclodialysis cleft which occurred in one (1) eye. Purpose: to compare reduction in intraocular pressure (iop) and iop-lowering medication in eyes undergoing excisional goniotomy with kahook dual blade vistent microbypass implantation, both combined with phacoemulsification, in eyes with mild¿moderate open-angle glaucoma (oag). Any omitted information was not available at the time of this report. Please see the attached article for further details. Additional information has been requested.